Event description:
It was reported that the lead was fractured as a result of clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)clavicular crush.